Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an error. Customer's blood glucose value was 60 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer states they received pump error alarm during second occurrence. Customer states the leak occurred at the bottom of the reservoir. Customer states there was fluid in the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
Device alarmed unexpected restart error after battery change and resets time or date to factory default due to connector voltage leak at interface board. Device passed the self-test and displacement test. No unexpected external ram crc error alarm noted during testing.